Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. The device ran for 58 pulses, 48 of which were first prime. The download data saw no timeouts or alarms, but a drive stall and drop off of pulse widths were observed at the end of the run. The device was rest and paired to a pdm. The device delivered a 5u bolus and ran without replicating the drive stall or pulse width malfunctions found in the original data. The bottom hook talon was found to be at an upward angle which would have caused the drive stall and drop off in pulse widths, which caused the failure to detent the ratchet gear which lead to the device not deploying. The hook post spring was also observed to be installed incorrectly. It cannot be determined if this contributed to device not deploying since there was no replication of drive stalls or pulse width drop off in the rerun data. No other damages or defects were observed during the investigation.